Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, this incident was confirmed. The root cause for the report of use error-breach in aseptic technique, which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error that was identified in this complaint.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse of peritonitis in a homechoice patient (hp). On an unreported date, the hp made mistake /touch contamination. On (B)(6) 2012 the hp was diagnosed with peritonitis. On that same day, the hp was hospitalized for the peritonitis event. Treatment was not reported. On (B)(6) 2012, the hp was discharged from the hospital. It was not reported if the hp was retrained on proper aseptic technique. The hp recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow up report will be submitted if additional information becomes available.